Event description:
On (B)(6) 2011, company representative reported that pt stopped using the infusion device due to a "malfunction" 2 years ago where the infusion device delivered 1.5 units of insulin per hour and that she was found unconscious in her car with a blood glucose level of 12 mg/dl. Pt told the company representative that she had been drinking that night and was depressed. She discontinued use of the infusion device per doctor's orders. Follow-up was completed with pt on (B)(6) 2011. Pt reported the infusion device was delivering 1.5 units per hour which was the correct basal rage and there was no malfunction of the infusion device. She reported this occurred in (B)(6) 2009 and she had not been eating or sleeping a lot. Pt did not have the infusion device with her and requested to be called back. Follow-up was completed with pt again on (B)(6) 2011. Pt reported her target blood glucose is 78-200 mg/dl, and her daughter and sister found her unresponsive when her blood glucose was 12 mg/dl. Paramedics were called, and she was treated with a glucose IV. Pt reported she was in a coma for 45 minutes, and after this, blood glucose elevated to 178 mg/dl. She was not transported to the hospital and received treatment at her home. The infusion device was replaced and requested for evaluation.